Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level reached 450 mg/dl as a result of the issue. Technical support provided information and assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue recurred, which the caller acknowledged and understood.